Event description:
The customer reported she is having trouble rinsing out the dialyzers. The customer reported she believes there is renalin in the acid concentrate.

Manufacturer narrative:
Three product complaints were rec'd from customers alerting us to the possible peracetic acid (paa) contamination of ac2412, lot #714503c. No pt harm was reported. Based upon co's investigation, co has concluded that approx 2 ppm of paa is present in the complaint lot. The hlth hazard risk was determined to be level 2 risk index, non/negligible. The presence of paa in the complaint lot was confirmed by testing both the dialysate and the concentrate. In-house testing was performed on ac-2412, lot #714503c retain sample, the customer returned product and product from inventory. Corporate labs in denver performed titration testing of the inventory sample. All testing confirmed the presence of paa in the complaint lot at approx 2 ppm in the dialysate. Further testing was performed in-house on production lots prior to and post MFR of the complaint lot. No paa was present in these lots. Therefore, from co's investigation, co can conclude that the paa contamination was within one production lot. Ac-2412, lot #714503 was recalled by telephone on 7/19/97, by letter 7/25/97. Based on the findings of the investigation, corrective and preventive actions were implemented to prevent recurrence.